Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the device plugged into a generator with software version 4.0.3.20. The device with serial number ending in (B)(6) was inserted into first generator with serial number ending in (B)(6) resulting in e414, 2nd device inserted with same result. New generator serial number ending in (B)(6) was brought into room and successfully recognized the original device. Surgeon used device but believed unusual bleeding after sealing reflected a less than effective seal. Surgeon brought in competitive device to complete sealing needs but returned to the same and originally opened device when dissatisfied with competitive device and for the explicit purpose of using the monopolar l-hook which functioned to their satisfaction. There was bleeding of less that 250cc and 5 minute delay in order to add competitive energy device. Photos were attached showing the error 414 of the generator.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#: (B)(6)); vlft10gen ft series energy platformx1 (serial#: (B)(6)); lf5637, ligasure lf5637 retractable l hook (lot#: 32900021x) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the device plugged into a generator with software version 4.0.3.20. The device with serial number ending in (B)(6) was inserted into first generator with serial number ending in (B)(6)resulting in e414, 2nd device inserted with same result. New generator with serial number ending in (B)(6) was brought into room and successfully recognized the original device. Surgeon used the device but believed unusual bleeding after sealing reflected a less than effective seal in the pelvic area. There was end tone and energy delivery but there was no re-grasp alert. Surgeon brought in a competitive device to complete sealing needs but returned to the same and originally opened device when dissatisfied with competitive device and for the explicit purpose of using the monopolar l-hook which functioned to their satisfaction. There was bleeding of less that 250cc and 5 minute delay in order to add competitive energy device. There was no blood transfusion to the patient. Photos were atta ched showing the error 414 of the generator. The procedure was completed with another manufacturer device.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Func tionally, the product analysis found the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. The stuck knife blade also prevented the device's jaw from opening and closing properly. The knife trigger was pressed to release the blade and the jaws were cleaning. Once cleaned, the device functioned properly. The product analysis found the mechanical function of the device's jaw opening and closing was functioning properly. The hook and sheath of the device were inspected and were found to be within specification. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device¿s sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the seal was partial and the device was not detected. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: improper cleaning. Visual inspection noted that the device's knife blade was stuck on eschar buildup. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws and l-hook clean. Build-up of eschar may reduce the sealing, cutting, dissection effectiveness, and may heat jaws to the point of damaging jaw insulation. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.